Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the guide-wire tip damage/tearing issue could not be determined, however, the issue was likely the result of user handling/mishandling due to overloading the guidewire tip and causing it to tear. The issue may be detected/prevented by following the instructions for use which states: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. When using a guide wire, hold the tip as shown in figure 4.20, align the tip with the guide wire, and insert this product into the forceps plug of the endoscope. Do not insert the tip and guide wire at a large angle as shown in figure 4.21. The guidewire tip may be damaged and may not be able to be inserted along the guidewire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the mechanical lithotriptor, the tip tore when it was inserted into the scope. The issue occurred during an unspecified therapeutic surgery. The intended procedure was completed by replacing with the similar equipment. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation. During the device evaluation found the guide wire insertion opening of the guide wire tip was torn and the tear was a form of brittle fracture. There were marks on the guidewire tip that appeared to be caused by the guidewire being pressed against it. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6).